Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference: 3005334138-2024-00305. During the premature ventricular contraction procedure, communication issues with the catheters resulted in a procedural delay. An issue was noted with the magnetic sensor of the catheter. The catheter was replaced with no resolution. The catheter was replaced again, the issue was resolved, and the procedure was successfully completed with no adverse consequences for the patient.